Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient stated that the battery felt like their device was heating up when he uses it all day <(>&<)> night. He's been turning it off more due to the heating. The patient could feel the heat on his skin and it was stated that he noticed it about a month ago. Impedances were checked to troubleshoot and they were normal. The patient was reprogrammed with lower pulse width <(>&<)> rate and was advised to turn it down at night. The issue was noted as not resolved at the time of the report and no surgical intervention was planned. If additional information is received a follow up report will be sent.